Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
During an orif of an ankle, surgeon was drilling a screw into the medial malleolus and far cortex of the tibia laterally, when the 1st drill bit sheared off. The drill bit sheared off where the threads meet the shank of the drill bit. Surgeon tried a 2nd drill bit and it sheared off in the same location as the 1st drill bit. The threads of both drill bits remained in the pt. This is the 2nd of 2 reports submitted on this event.